Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was working fine, then during the patient's procedure, the readings dropped off. There was no error message displayed. The bme changed the line and the water trap, but the issue persisted. They replaced the device with a spare one, which worked as expected. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and exchange. During evaluation, the repair center technician noted cosmetic damage, to the device's outer casing and the labels were replaced. However, the reported issue of "not giving readings" could not be duplicated, and the root cause of the issue cannot be definitively established. A review of the complaint history for the device's serial number reveals no similar cases. A review of the customer's complaint history reveals a total of five complaints for gf-210ra devices experiencing issues with readings. Nk will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra serial #: (B)(6). Device manufacturer data: 10/01/2010 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: ni additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was working fine, then during the patient's procedure, the readings dropped off. There was no error message displayed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was working and then mid case the numbers dropped out and they had to bring in a spare unit to finish the case. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra serial #: (B)(6). Device manufacturer data: 10/01/2010 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) reported that the multigas unit was working and then mid case the numbers dropped out and they had to bring in a spare unit to finish the case. No patient harm was reported.